Event description:
The pt had a covidien impedance patch placed per protocol for an svt ablation. The pt had a large amount of adipose tissue, it was possible the pt's adipose tissue displaced the patch's placement the resulted in an inadherence of the patch to the skin. The pt was under mac anesthesia and was unable to verbalize pain in the area of the impedance patch. After completion of the ablation, the pt was found to have a full thickness burn under the impedance patch that required skin grafting.